Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided. The computer was returned to the manufacturer for analysis. Analysis found that upon restarting the computer and attempting to enter bios, computer froze on the logo screen.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided as this product. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having intermittent video issues. The manufacturing representative (rep) on site, was unable to get the monitor to restore video. It appeared to display a blue bar and no longer displayed any video. There was no patient present when this issue was identified. No further information was provided.